Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, however found solder joints at the radiofrequency (rf) connector were cracked. It was also noted that the stylus was missing. (B)(4).

Event description:
It was reported that the programmer would not interrogate a device unless the correct device was manually selected first and then the interrogation begun. The programmer was returned for service, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.